Manufacturer narrative:
Device evaluation of charger/modem sn: (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the charger was unable to recognize and charge a battery pack. Upon evaluation, there was liquid contamination on the battery board and the q1 current controlling transistor was internally shorted on the bedside board. The cause of the resets and inability to recognize and charge the battery pack is the contaminated battery board and internally shorted q1 component. The root cause of the contamination is likely liquid ingress. The root cause of the internally shorted component cannot be positively identified. No adverse event resulted from the contaminated board or shorted component.

Event description:
A zoll distributor returned a charger/modem indicating that it was resetting.